Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cap design was a problem while using the distal cover. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release and had no indications of a compromised design. The subject device was not returned, so a more in-depth device evaluation could not be performed. Based on the results of the investigation, a definitive root cause for the reported failure mode could not be determined. This complaint was received via a social media platform, and olympus had no further means to obtain additional information. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to correct d4 UDI. Since the lot number is unknown and the device was not returned, the UDI for this subject device is unknown.